Event description:
A malfunction alarm with code malf 0 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.